Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in back up vvi mode. After a device download was performed successfully. The device resumed normal function. No patient symptoms were reported.